Manufacturer narrative:
Follow up #2, date of submission 12/23/2014. The pump has been returned and evaluated by product analysis on 12/05/2014 as follows. A call service alarm indicating a language file corruption was reproduced upon powering the pump on and was unable to be recovered after the pump was rebooted. The duplicated call service alarm prohibited further testing, and was also observed as a failure mode in the black box. The failure is resident to a flash chip/internal component. The returned battery cap and cartridge cap were used to complete the investigation with no related issues observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The initial report incorrectly identified the pump serial number as (B)(4). The correct serial number for the pump associated with this complaint is (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.